Event description:
A filter did not fully open after deployment via the jugular approach. Manipulation with a snare resulted in repositioning the filter approx one to two centimeters cephaled. The physician felt the pt was adequately protected and no further action was necessary. The pt condition is fine. This device remains implanted. Therefore, no failure analysis will be available. A pre-placement cavogram was not performed prior to filter placement which co believes contributed to this event. However, without evaluating the device, co cannot determine the exact cause for this event. Co's directions for use state: "an inferior vena cavogram must be performed prior to vena cava filter insertion. This procedure determines caval patency and diameter and is used to evaluate the inferior vena cava for the presence of thrombus and congenita anomalies. Do not attempt to move or manipulate an engaged filter. In most cases, a second filter, properly placed, should be implanted for protection against recurrent pe."